Manufacturer narrative:
Reference ID: (B)(4). The digital diagnostic c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector can be used for image capture. The remote service engineer (rse) analyzed and concluded that the detector was dropped by the uncooperative patient from the tabletop onto the floor and there were mechanical shocks registered in the detector shock log. Gain and pixel calibration steps for the detector were provided to the customer. After the customer performed the calibration, the device was tested and found to be functioning properly, with no artifacts in the images. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error). The device was calibrated & returned to clinical use.

Event description:
It was reported that the severe mechanical shocks were recorded on the portable detector. The mechanical shock occurred during the examination of an uncooperative patient. The patient pushed the detector from the tabletop onto the floor. The device was in clinical use and there was no harm to patient or user.